Event description:
Olympus was informed that during a hot biopsy procedure, users experienced foot switch pedal of psd-30 could not be released and output of psd-30 could not be stopped. A polyp was cut and a biopsy forceps was withdrawn from an endoscope. After that, users turned off psd-30 and the procedure was completed. There was no pt harm reported.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2012-00416. Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required. The conclusion of this issue is no different from the initial report. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
The referenced device was returned to olympus for eval. The eval confirmed user's report. The output of psd-30 did not stop even if the foot switch pedal was released. There were corrosion and stain on external surface of the foot switch. The device was used for more than 10 yrs. This phenomenon was attributed to excessive usages. This report is being submitted as a medical device report in an abundance of caution.